Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. No images or video were submitted for review. System log review was performed. Per the review, the following was confirmed: a prostatectomy ¿ radical w/o lymphadenectomy surgical procedure was performed on system sk0919 on (B)(6) 2022. This complaint is being reported due to the following conclusion: the electrosurgical generator unit (esu) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted prostatectomy ¿ radical w/o lymphadenectomy surgical procedure, error c-34 occurred on the integrated electrosurgical unit (iesu). The technical support engineer (tse) asked the site to reboot the iesu, but the problem persisted. The site continued with a third party generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the procedure was completed with a third party generator.

Manufacturer narrative:
Refer to the following sections for additional information: g3, g6, h2, h10 the manufacturer (OEM) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. During initial testing, error c-54 was on the display when the unit turned on. Troubleshooting led to a malfunction of the power supply and the error ceased after replacement. While executing calibration, error c-21 appeared under modulation test due to fault hf generator. This was also replaced to complete calibration.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Analysis information can be found in fields h6 and h10. Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/reproduced the reported failure. The unit was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.